Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event ¿ unknown date in 1980. Date implanted ¿ unknown date in 1978. Date explanted ¿ unknown date in 1980. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04207 / 03629 / 03630).

Event description:
Patient underwent a left hip revision approximately 2 years post-implantation due to unknown reasons.